Event description:
It was reported that the patient had been okay for several weeks after implant then developed a uti (urinary tract infection). When the patient was being treated in the hospital for the uti, the patient¿s wife noticed a hygroma/seroma at the catheter site in back; the doctor didn¿t see it. It grew worse and the patient was scheduled for a revision. The patient also had pain at the catheter track. It was determined that the patient had a csf (cerebrospinal fluid) leak; csf was leaking around the catheter. During the revision, part of the spinal segment of the catheter was removed and replaced with a new segment; the new segment was then spliced to the exiting pump segment of the catheter. The physician chose to do a purse string and insert the anchor only partially into the tissue and not up to the wings. The patient status was reported as ¿alive-no injury¿. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).